Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that the devices were not returned in original packaging but are marked as the same lot number 2081006. Devices one and two were returned without the t1, t2, and suture. Both variable depth straws have been trimmed. Device three has the t1, t2, and suture still on the needle. The t1 is behind the dimple, the variable depth straw has been trimmed. A functional evaluation was not performed on devices one and two due to the missing implants. A functional evaluation on device three using a simulation meniscus showed t1 could not be deployed because it is behind the dimple, a review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include pushing t1 behind the dimple. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a right knee meniscal repair surgery, three (3) ultra fast-fix t2 did not deploy; therefore t1 implant was removed with forceps. Surgery resumed after a delay greater than 30 minutes with a naton competitor´s device. No further complications were reported.